Event description:
It was reported that the insulin pump alarmed motor error when the user tried to place the reservoir in the insulin pump. The caller stated that the insulin pump belonged to a customer, who passed away last spring. The caller stated that, prior to passing, and after being told to stop using the insulin pump by the health care professional, the registered owner (the deceased) had given the insulin pump to the caller. The caller stated that the customer died due to uncontrolled diabetes. The caller did not have any details regarding the death of the customer and could not stay on the phone. The caller was advised to have someone, who has details regarding the death, call medtronic in order to complete the death report. The caller did not know the exact date of the customer's death.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.